Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 258 (non-fasting), 256 and 222 mg/dl (fasting). The customer's expected fasting blood glucose test result range is 102 - 159 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: a 258mg/dl, (B)(6) 2016 05:42 pm, fasting: no. A 256mg/dl, (B)(6) 2016 09:43 am, fasting: yes. A 222mg/dl, (B)(6) 2016 09:08 am, fasting: yes. A 141mg/dl, (B)(6) 2016 05:39 pm, fasting: no. A 142mg/dl, (B)(6) 2016 03:01 pm, fasting: no. Memory concerns: high results.

Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 258 (non-fasting), 256 and 222 mg/dl (fasting). The customer's expected fasting blood glucose test result range is 102 - 159 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).